Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2011; 5076-45 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise, high pacing impedance, possible lead fracture, and that lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt). The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.